Manufacturer narrative:
Patient identifier - multiple = (B)(6). A product correction letter was issued on 07mar2019 to all alinity I and alinity c customers notifying them of the software and hardware issues on the alinity ci-series system. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci-series to software version 2.6.0 to resolve each of the identified issues and provide customers necessary actions until the mandatory upgrade is completed. Correction/removal number: 3002809144-03/14/19-002-c.

Event description:
The customer was contacted regarding product correction fa07mar2019. The customer is not aware of any negative impact to patient management. The alinity I hbsag results provided were for two patients: sid (B)(6) on (B)(6) 2018 = (B)(6); sid (B)(6) on (B)(6) 2018 = (B)(6). There were no discrepant results provided. There was no reported impact to patient management.